Manufacturer narrative:
(B)(4).

Event description:
The pt was lethargic 7-10 days after the pump was refilled. On (B)(6) 2011, the pt was admitted to the ICU; this was 15 days after a pump refill. The pt was flaccid and somnolent. The pump was interrogated and the sys was "running fine." The baclofen was withdraw from the pump and the pump was programmed to stopped mode. The baclofen was sent to the lab for analysis and no abnormalities were found. They had also done a toxicology screen and an MRI but nothing was found. Three days later, the pt was no longer flaccid, but had still not woken up. The pt was still spastic and had renal failure. The physician believed that the pt had a baclofen overdose; he felt the pt may be hypersensitive to the baclofen (pt was only getting 14 mcg/day). They refilled the pump with fresh baclofen and within 3 days all of the pt's symptoms were gone. The pt was back to her dosage of 14 mcg/day of compounded baclofen with a concentration of 250 mcg/ml. The pt left the hosp feeling fine.